Event description:
The customer reported to olympus that while using the video system center, after pressing the power switch, the power indicator light flashed and then went out, and the front panel indicator light flashed and went out, without any image. The issue was found during preparation for use for the therapeutic gallbladder surgery. The procedure was completed using the similar device. There was no delay or reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned, evaluated and the inspection found the device could not be started due to faulty power unit. The customer reported allegations were not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Address - line 2: (B)(6) (edited in respective field due to character limitation).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunctions : power indicator and front panel indicators flashing and then going out, and no image, would likely be a failure of the power supply unit. Olympus will continue to monitor field performance for this device.